Manufacturer narrative:
Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Reporter email address: unknown/not provided. Reporter telephone number: unknown, information not provided. Device evaluated by MFR: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after aab00 +12.0 diopter intraocular lens (iol) was inserted into patient's eye, doctor noticed that the trailing haptic was broken off from the middle portion. Lens was removed from the same incision it was inserted. There was no patient injury and after removal of broken lens, another aab00 +12.0 diopter was inserted. A delay was noted. The case was completed without any other complications. Patient fully recovered and daily activities not significantly affected. Iol not available for return. No further information available.